Event description:
Under gov. (B)(6) of (B)(6) mask mandate during youth sports. Mask caused fogging during game play. Resulted in vision loss, and had to discontinue playing in order to resolve issue to avoid injury during high school game. (B)(6) hockey and hecc certified. FDA safety report ID # (B)(4).